Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the setscrew came out of the header of the implantable pulse generator (ipg). Status of the device is unknown. It was further reported that the ipg set screw issue occurred when the leads were being loosened after the right ventricular (rv) lead had perforated during the implant procedure. The lead was revised and remains in use. No patient complications have been reported as a result of this event.